Event description:
It was reported that while infusing chemotherapy and after it was completed, the nurse opened pump door and noticed that the safety clamp did not engage. It was mentioned that the staff reported this has happened a few times before. The pump and tubing bag was sent to the hospital's biomed department but unable to keep tubing as it had chemotherapy in it and could not be saved. It was then reported that the pump module was inspected and found that the sear was intact, the door springs freely, and the safety clamp was not damaged. There was patient involvement and no patient harm as the infusion was disconnected from the patient.

Manufacturer narrative:
Additional information: customer returned a single device and it was investigated under MFR report # 2016493-2021-58721. Please refer to this report for investigation findings.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that while infusing chemotherapy and after it was completed, the nurse opened pump door and noticed that the safety clamp did not engage. It was mentioned that the staff reported this has happened a few times before. The pump and tubing bag was sent to the hospital's biomed department but unable to keep tubing as it had chemotherapy in it and could not be saved. It was then reported that the pump module was inspected and found that the sear was intact, the door springs freely, and the safety clamp was not damaged. There was patient involvement and no patient harm as the infusion was disconnected from the patient.